Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 2 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated that he didn't disconnect and there were no open clamps on any of the unused lines. The tsr instructed the hp to cycle power to clear the alarm. The tsr advised the hp to end the therapy due to the risk of unsterile air entering the set up. The hp confirmed to restart therapy with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.